Manufacturer narrative:
(B)(4). The complaint device was not yet returned to the MFR so a device eval has not yet been performed. The mfg documentation for this device was reviewed and there were no deviations or non-conformances that would reasonably be expected to contribute to the reported failure mode. To date, no other complaints have been reported for this failure mode within this lot. There was no evidence to suggest the device was not mfg to specifications. If additional info becomes available at a later date, an updated report will be submitted.

Event description:
A visions pv .014 ivus catheter was used with a dejavu guide wire for percutaneous transluminal renal angioplasty (ptra). No resistance was initially felt while imaging in the artery but was encountered suddenly when the catheter was about to be withdrawn after imaging in the artery. The catheter and the guide wire were eventually able to be removed together at the same time. The catheter was inserted again after stenting but the image disappeared. The catheter was no longer used for the rest of the procedure. The second ivus catheter used in place of this catheter functioned as intended and completed the ivus procedure.